Event description:
It was initially reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a pulmonary biopsy procedure, performed on (B)(6) 2009. According to the complainant, at procedure closure, while attempting to expunge the biopsy specimen, fluid was noticed coming out of the catheter which appeared to be cracked at the distal end prior to the metal hub in the plastic sheath. The procedure was completed with the same excelon transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; damaged / cut sheath.

Manufacturer narrative:
A visual examination of the returned device found that the sheath/catheter was sliced about 12mm proximal to the needle protective hub. A functional check was performed by injecting water through the device. Leakage was observed at the location in which the sheath was cut, but it also came out the needle end as designed. Based on the results of the investigation, the damage to the sheath was most likely caused by another device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).